Event description:
The customer reported the image had horizontal stripes during a setup of a diagnostic procedure, before sedation, involving an olympus gastrointestinal videoscope. The intended procedure was completed with a similar olympus device. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.